Manufacturer narrative:
Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other complaint was reported on this batch of access ports. Investigation: the evaluation of the returned device shows catheter rupture 15 mm from the connection. The distal part measures 80 mm. The returned catheter is degraded, surrounded by fibrin and calcified in some areas. Conclusion: it appears that the rupture of the catheter occurred during removal and was due to several factors: long time implantation period (implantation in (B)(6) baby and system removed when the child was (B)(6)). Encapsulation of the distal part of the catheter in the vein. Catheter tip position probably too high - in the upper svc, due to grows of the child. These recommendations were not followed in this case. This is an isolated case. No corrective action is envisaged.

Event description:
Rupture of the catheter with incorporation of its distal part into the subclavian vein. New endovascular intervention required.